Event description:
One endeavor sprint drug eluting stent and one non medtronic stent were implanted during index procedure. It is reported that approximately 36 months post index procedure the patient expired. Cause of death is unknown.

Manufacturer narrative:
Cnocomitant: evaluation results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).